Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation." Into the device analysis in the in object. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the suspect device indicates pump unable to run alarming no disposable, air is in the line. No patient injury was reported.